Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Through follow-up communication livanova learned that the cp5 display panel went blank during the case and the drive unit stopped. While hand cranking the drive unit the cp5 panel came back on by itself. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The control panel was replaced as precaution. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) shut off during procedure. The customer performed hand-crank until the cp5 turned back on.there was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Through follow-up communication livanova learned that the cp5 display panel went blank during the case and the drive unit stopped. While hand cranking the drive unit the cp5 panel came back on by itself. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The control panel was replaced as precaution. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) shut off during procedure. The customer performed hand-crank until the cp5 turned back on.there was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the cp5 control panel involved in the issue was returned in livanova arvada and tested. The reported issue could not be reproduced: no error messages were displayed during the test and no loss of power occurred. The unit worked within specifications. The unit removed from service. No repair will be performed for this unit since a warranty unit was installed at the customer site. Based on the investigation performed for similar cases, the most likely root causes of the reported event are: an intermittent failure of the processor board on the cp5 control panel, which leads to lost can communication / power supply; an intermittent failure of the cable connecting the cp5 control panel to the s5 ep/pack. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.